Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly the motor was making a strange sound during the rewind/loading steps. In addition, the number of insulin units shown on the pump after the rewind/loading steps did not match what was physically in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not show any occurrences of rewind issue. Investigation found that the pump powered up properly. A rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. The pump casing was opened to further investigate, no anomalies were observed with the pump assembly or the pump interior. The investigation was unable to duplicate the reported rewind issue.